Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique with a 5fr sheath prior to an angioplasty and two endovascular aneurysm repair procedures. Reportedly, a cuff miss occurred. Another proglide device was used with the same results. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized with a 7fr, 14fr and 18fr sheath. Hemostasis was achieved using the pre-placed sutures of the two proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous medwatch report filed, the following additional information was received: reportedly, only one proglide device was used in a preclose technique, prior to an endovascular aneurysm repair (evar) procedure. The second proglide device, referenced on the previous medwatch report, was used during a second evar procedure on a second patient. An additional medwatch report will be filed for the second device used in another patient.